Event description:
It was reported that the patient presented remotely via merlin.net transmission. Upon review, the patient's implantable cardioverter defibrillator exhibited under-sensing. The under-sensing did not result in any delayed high voltage therapies. The patient was asymptomatic as a result.